Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture, pain, cysts. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "they think their implant is ruptured, diagnosed with fibromyalgia, cyst in their breast, hashimoto's disease, numbness in their arms, headaches, anxiety, dizziness, pain all over their body." The device remains implanted. This record is for the right side.